Event description:
The user facility reported that towards the end of a procedure when a needle was advanced in the biopsy channel, a very small white or clear circular-shaped object fell into the patient's colon. The piece was not retrieved per the reporter, and the procedure was completed with the same device. There was no pt injury reported and the pt was reportedly in a stable condition following the procedure. There was no further info provided by the user facility.

Manufacturer narrative:
The device referenced in this report was returned to olympus for investigation. The investigation revealed an unidentified whitish material encrusted inside the instrument channel near the distal end. A leak was also noted in the biopsy channel due to tear and scrape marks inside the channel wall, which most likely caused by an open forceps being inserted into the instrument channel. This phenomenon was attributed to physical damage. The device was also noted to fail electrical leakage testing, and the distal end cover was found cracked. Additionally, the control knob was noted to slip when adjusted. An olympus endoscope service specialist visited this facility to follow up on this matter. Review of the facility's reprocessing did not note any non-conformities, and the encrusted material suggests insufficient reprocessing of the device. The cause of the user's report cannot be conclusively conclude at this time. This report is being reported as an MDR in an abundance of caution.